Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Hypotension and bradycardia are known potential adverse events associated with the use of the product. A permanent pacemaker was placed for the treatment of hypotension and bradycardia. The reported hospitalization was in response to the pt's symptoms. There was no reported product deficiency. A conclusive cause for reported pt adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling. Product performance engineering will monitor the incident circumstances. A review of the finished device lot history record revealed no non-conformity which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: severe bradycardia requiring permanent pacemaker. Time of symptoms/ae: post procedure, same day. It was reported that after successful implantation of the rx acculink stent in the left internal carotid artery, the pt experienced bradycardia and hypotension that were initially treated with dopamine, intravenous fluid bolus, and atropine. One day post procedure, the pt's hypotension and bradycardia were treated with placement of a permanent pacemaker. The pt was discharged home on (B) (4) 2010. The hypotension and bradycardia both resolved with the pacemaker. Though requested, no add'l info was provided.